Manufacturer narrative:
Additional information was requested and the following was obtained: what was the name of the procedure? ¿unknown gynecology oncology procedure. What was the date of the initial procedure? ¿no information. What was the indication for initial procedure? ¿no information. Can you describe the surgeon initial technique with stratafix symmetric tab? ¿it is supposed he followed the instruction of use. However, his actual technique is unknown. What suturing technique was used for stratafix suture? ¿no information. What was the condition of the fascia tissue where suture was used (normal, diseased, weakened)? ¿no information. What is the surgeon opinion as to relationship of the stratafix suture and the patient hernia? ¿no information. When was the MRI performed in relation to the index surgery? ¿no information. On the MRI, was the suture found broken, can you identify where (termination, middle, end)? ¿no information. Do you have the MRI for our review? ¿no, we don't. Has the patient had any medical intervention for the hernia? ¿as of (B)(6), she had not had any medical intervention for the hernia. We have not got any further information since then. What are the patient age, weight and bmi? ¿no information. What is the current condition of the patient? ¿she already left the hospital without any medical interventions. This hospital is highly specialized for oncology, so the patient might get treatment in other hospital.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# km6525, mfg date: 11/23/2016; exp. Date: 10/31/2018. Batch# lcm251, mfg date: 03/02/2017; exp. Date: 02/28/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the initial procedure? What was the indication for initial procedure? Can you describe the surgeon initial technique with stratafix symmetric tab? What suturing technique was used for stratafix suture? What was the condition of the fascia tissue where suture was used (normal, diseased, weakened)? What is the surgeon opinion as to relationship of the stratafix suture and the patient hernia? When was the MRI performed in relation to the index surgery? On the MRI, was the suture found broken, can you identify where (termination, middle, end)? Do you have the MRI for our review? Has the patient had any medical intervention for the hernia? What are the patient age, weight and bmi? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown ob-gynecological surgical procedure on unknown date and the barbed suture was used to close the surgical wound on the fascia. After the procedure, the surgical wound around the pubis remained oozily and wound dehiscence was not observed. However, when taking a MRI, it was found that the barbed suture was completely broken, causing hernia. It seemed the suture used on the pubis side was broken. The surgical wound on the dermis was closed, thus, no additional treatment was done. The patient is currently being monitored in the hospital. The surgeon opined that there was a causal relationship between the barbed suture and the event and it is not serious since wound dehiscence did not occur. Additional information has been requested.